Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d was explanted. The field representative initially called regarding the patient's current device system that was implanted. On the same day, the physician and the field representative found out that the previous system had been removed and epicardial leads placed due to infection. No additional adverse patient effects were reported. The device was not returned for analysis.